Event description:
It was reported by the sales rep. That the device was used during a laparoscopic gastric bypass. On the third firing the instrument produced unformed staples. The area in question was oversewn. There was no consequence to the patient.